Event description:
It was reported that the right ventricular lead impedance had increased and the lead was thought to have a possible fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID d284vrc implantable cardioverter defibrillator (B)(6) 2011. (B)(4).